Manufacturer narrative:
Initial MDR was submitted with an incorrect date in b4. Actual date of this report is 12/02/2025.

Event description:
The pump was returned for mechanical hardware failure (av assembly). Device was attached to a bracket and powered on, no alarms or errors occurred. An infusion was run and no alarms or errors occurred. The device was opened to inspect for internal damage, no damage was identified. The fva assembly showed no signs of damage and the pins were clean. The pump was run through the secondary channel at a rate of 1000 ml/hr for a total of 10 hours immediately followed by a rate of 14 ml/hr for an additional 6 hours through the primary channel and no problem arose. The device will be sent to the test line for full functional testing after going through the repair process.

Event description:
The following has been reported: biomed reported: "ticket stated "broken unable to remove infusion set.". Manually removed set. Cleaned and ran test infusion. No alarms. Patient status unknown". Per (B)(4) - after reviewing the complaint it was discovered that there was an av motor failure a preliminary review identified the following issue: mechanical hardware failure (av assembly). An active infusion was not stopped. Reporting as a conservative measure. No adverse effects were reported. Additional information is needed to complete the investigation.